Manufacturer narrative:
G4: 10jan2020.b4: (B)(6). Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the resolution of this event. Due diligence was performed, and although initial contact with the customer provided that the device had been returned to service, no additional information could be obtained pertaining to what repair was performed or if components were replaced to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported a ventilator that was not alarming properly during testing. There was no patient involvement/harm.